Event description:
Device malfunction: difficulty deploying thumb advancer, clip delivery tube bent. Time of malfunction: during closure procedure symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted common femoral arteriotomy closure after an unspecified interventional procedure. Although extensive resistance was met during sheath splitting, the physician continued to fully advance the thumb advancer and attempted to fire the clip. When the clip would not fire the physician re-advanced the thumb advancer. At that point blood came through and around the device and around the sheath. The safety release button was pressed and the procedure was aborted. Hemostasis was achieved with manual compression. There were no adverse patient sequelae. Upon device inspection, after removal from the anatomy, the distal end of the clip delivery tube was bent at a 90 degree angle and the clip had not fired. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.